Event description:
Related manufacturer reference number: 2017865-2023-37147. Related manufacturer reference number: 2017865-2023-37148. Related manufacturer reference number: 2017865-2023-37150. It was reported a patient presented with a pocket ulcer with swelling and pain at the pocket. When the patient came for treatment on (B)(6) 2023, the physician found the lead was exposed and the patient had an infection. Their system was explanted in a procedure on (B)(6) 2023. During the procedure, the implantable cardioverter defibrillator (ICD) left ventricular set screw slipped and the silicone pad was damaged before pulling out the lead. Post-procedure the patient was stable.

Event description:
It was reported a patient presented with a pocket ulcer. Their implantable cardioverter defibrillator (ICD) was explanted in a procedure on (B)(6) 2023. During the procedure, the left ventricular lead set screw slipped and the silicone pad was damaged before pulling out the lead. Post-procedure the patient was stable.

Manufacturer narrative:
The reported field event of set screw anomaly was confirmed. Analysis of the device revealed the left ventricular set screw was detached from its setscrew bore. The lv setscrew could be over loosened causing the setscrew to dislodge from the setscrew bore. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.